Event description:
Consumer complaint of blood result reading of "hi" last blood results in memory: 304 mg/dl, 285 mg/dl, 452 mg/dl, 272 mg/dl, 435 mg/dl, "hi". Performed a call back and results were anywhere from 280-300 mg/dl. Performed blood glucose test at the time of the call with a result of 494 mg/dl. No adverse event reported.

Manufacturer narrative:
Investigation completed and product evaluated with no defects found. Most likely underlying root cause of malfunction:user has high glucose value.

Event description:
Consumer complaint of blood result reading of "hi". Last blood results in memory: 304mg/dl, 285mg/dl, 425mg/dl, 272mg/dl, 435mg/dl, "hi". Performed a call back and results were anywhere from 280-300mg/dl. Performed blood glucose test at the time of the call with a result of 494mg/dl. No adverse event reported.

Manufacturer narrative:
Product not yet returned for evaluation. (B)(4).